Event description:
The ICD involved in this report was interrogated at the hospital on (B)(6) 2012, while the patient was undergoing radiotherapy, as reported. The programmer was used to deactivate therapies; it was taken into the radiation room to monitor the patient for several minutes (possibly up to 10 minutes). When the programming head was positioned over the device to interrogate the ICD and activate therapies, a warning message was displayed which stated that a new device was found, and asking to end the session and re-interrogate. The session was ended, and upon re-interrogation a warning was displayed stating that the device was not recognized. A new re-interrogation was performed and was successful. All checks appeared satisfactory. Therapies were then reactivated with no further difficulties.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.